Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in an intra-graft cephalic vein. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmosphere, the balloon ruptured. The balloon was removed through the sheath and the procedure was completed with a non-bsc balloon catheter. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator elite 7.0 x80, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied, however the balloon did not inflate. The device was soaked in the waterbath at 37 degrees celsius to soften hardened medium or blood that may have been present in the device. The device was removed from the bath and was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 20mm distal from the distal markerband. No other issues were noted. A visual and microscopic examination of the balloon material identified no other issues. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in an intra-graft cephalic vein. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmosphere, the balloon ruptured. The balloon was removed through the sheath and the procedure was completed with a non-bsc balloon catheter. There were no patient complications reported.